Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the therapy electrode pads. The irritation was described as a heat rash that was itchy, blistering and peeling. The patient's doctor instructed the patient to remove the device for 2 hours a day and provided a steroid cream. The patient indicated that the rash was healing with the use of the cream.